Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance was found pre and post op for battery replacement. Right lead all contacts except active contact 9 were out of range: c/10 7311 ohms, c/8 23,457 ohms c/9 1124 ohms active contact 9/10 1421 ohms. All combinations with 11 high, 9/8 23,962 ohms, 9/10 24194 ohms. Left lead contact 2/c 22,542 ohms, 2/0 27,084 ohms, 1/2 26;756 ohms, 2/3 24,04 & ohms all others within normal limits. There was no change in impedance with the exception of 9/10 which improved from investigate to normal limits when connected to the new implant.¿ patient representative reported patient having intermittent right side dyskinesia¿starting two days after replacement.¿ pre op and post op settings were reviewed to confirm all setup as intended and it was. Patient tried to increase with in her active group and stem would not increase and gave error that output could not be achieved. The patient switched to group b which was similar to active group with slightly lower pulse width and did not get an error. Dyskinesia on right body continues. (B)(6) 2021 (B)(4) (rep):the patient was seen in clinic. They demonstrated service code 1703 on patient programmer. Clinician programmer showed oor upon interrogation. Left gpi now shows contact 1 >5k and all combos with contact 1 >10k at battery replacement these contacts were all within normal limits.